Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and moisture corrosion in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/28/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings:evaluation revealed a crack in the pump¿s battery compartment. There was moisture corrosion visible in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.